Manufacturer narrative:
Correction - h6 (device code, results code and conclusion code) the reported event could be confirmed, based on available medical record and health care professionals. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed: the tibial component shows some radiolucency and clear cysts which would suggest clear loosening. Migration is possible, but there is clear evidence of this. The pe is not visible in the CT scan. The talar component has much smaller radiolucency and small cysts around the pegs. No clear loosening or migration. Loosening of the tibial component can be confirmed with the findings in the CT scan. Migration and loosening of the talar implant cannot be safely confirmed without further information. Based on investigation, the root cause was attributed to a patient related issue. The exact root cause for the loosening is unknown. More information as well as the affected device must be available in order to determine the exact root cause of the alleged failure. If the device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both the tibial and talar components for painful loosening of the implants.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both the tibial and talar components for painful loosening of the implants.